Manufacturer narrative:
Omsc evaluated the subject device and found as follows: the proximal side of tissue pad was stuck out. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad and the coating for electric insulation of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatectomy, two subject products were used. In the procedure, a short circuit error occurred with the first product. The user exchanged to the second product and continued the procedure. A short circuit error occurred with the second product. The intended procedure was completed with another device. There was no patient injury reported. The second subject product was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on may 13, 2019, and found as follows; the proximal side of the tissue pad was stuck out. The coating for electric insulation of the probe was partially missing. This is the report regarding the protrusion of the tissue pad and the missing coating of the probe for the second subject product.